Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that while the anesthesia system was used for treatment the inspiratory volumes where according to settings but not the expired volumes. A technical error code indicating airway pressure sensor error was generated and alarms for airway pressure high. There was no patient harm. Manufacturer's reference #: (B)(4).